Event description:
It was reported that patient representative (pt rep) called manufacturer representative (rep) to report recharger not working, trou bleshooting included resetting recharger which did not work. Manufacturer representative (rep) instructed patient to call patient services to request new charger. No known contributing factors. Patient was still getting therapy, device was charged to 75 percent. The charger is not becoming recharged when they put it onto the dock. Caller said they have tried holding down the power button for 2 minutes and they have left it on the dock for as long as overnight they normally leave the charger off of the dock when it is not in use, the last time they had it placed on the dock was 2 nights ago. Caller said they have tried several ac power adaptors and currently have the white cord plugged directly into a usb charger. Caller said the patient charges every couple of days. Caller said it has not been dropped or wet, they try to take good care of it, the green light is on for the dock the pins on the charger and contacts on the dock looked fine. Patient services (ps) worked with caller to reset the charger by holding down the power button for 45 seconds first on the dock, caller said the lights blinked slowly while on the dock then when they removed it the lights were not on at all. Ps worked with the caller to reset the charger by holding down the power button for 45 seconds off of the dock and when the charger was placed onto the dock they reported the lights were blinking slowly. Ps reviewed the battery may have been depleted and recommended leaving it on the dock when not in use in the future and using the ac power adaptor from medtronic. A replacement dock and ac power cord were mailed to the patient. Patient rep called back and states recharger is not powering on. Patient rep states already resetting recharger , changing outlets , power cord was unplugged and plugged back into recharger. Recharger was on the dock , caller states it looks like it is charging but when pressing the power button the recharger does not turn on, in or out of the recharger dock. A replacement recharger and dock will be mailed to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wr9200 (serial number (B)(6)) revealed device was unresponsive. Flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.